Event description:
Technician alleged the brakes are not holding. No patient impact.

Manufacturer narrative:
Technician found the brake casters would lock but would swivel from side to side. The technician replaced the foot brake casters to resolve the issue.